Manufacturer narrative:
1627487-05242011-002-r; 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient failed to recharge his ipg for several months (reference MFR. Report#:1627487-2013-03228). Subsequently, the patient underwent surgical intervention wherein the ipg was explanted. Please note: the explant date is unknown at this time.